Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of 9 years, four months due to calcified, degenerative, dehiscence, and severe aortic stenosis. The patient presented with dyspnea on exertion and fatigue. The tavr was performed with a 23mm 9750tfx valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 21mm surgical aortic valve underwent a valve-in-valve after an unknown implant duration due to stenosis. The tavr was performed with a 23mm 9750tfx valve.